Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump received with moisture damage on electronics and motor assembly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had moisture exposure and fluid was water. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was exposed to moisture. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.